Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details are obtained a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with further in clinic examination recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data, with further in clinic examination recommended. This device remains in service. The patient will continue to be monitored. No adverse patient effects were reported.